Event description:
It was reported that when the patient's device was turned off it would turn on by itself due to exposure to "magnets". It was confirmed that the patient's device was able to be turned on by magnetic fields. It was reviewed with the patient that magnet feature can be disabled so magnetic fields no longer will turn the device on or off by itself. Additional information was requested.

Manufacturer narrative:
(B)(4).